Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was unknown. The downstream/upstream occlusion seal and air in line sensor were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during testing both the downstream occlusion (dso) seal and the air sensor were unattached and falling off. There were no patient involvement and harm.